Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was between 500-600 mg/dl. The customer managed the high blood glucose situation by administering a corrective insulin injection via multiple daily injections and did not need assistance. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin delivery.